Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-06357 and 3005099803-2021-06358 for the associated device information. It was reported to boston scientific corporation on november 16, 2021 that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a 5cm malignant bronchial neoplasm during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, an ultraflex tracheobronchial stent (the subject of this report) was deployed; however, the stent was deployed in the incorrect position and was blocking the air pass. The stent was attempted to be repositioned with forceps but was unsuccessful and was removed with forceps. Additionally, the physician reported the length of the delivery system was too long between the radiopaque marker and the tip. A second ultraflex tracheobronchial stent of a smaller size (the subject of MFR. # 3005099803-2021-06358) was attempted to be implanted but the same problems occured; the stent was deployed in the incorrect position and the length of the delivery system was too long. The stent was removed with forceps and the procedure was completed. Tissue resection will continue to be performed to treat the patient. There were no patient complications reported as a result of this event. Additional information received on december 10, 2021 the complainant confirmed that both delivery systems were the labeled length; however, the complainant suggested a design change to make the delivery system shorter.

Manufacturer narrative:
Blocks b5, and h6 (device code) have been updated with additional information received on december 10, 2021. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2021-06358 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a 5cm malignant bronchial neoplasm during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, an ultraflex tracheobronchial stent (the subject of this report) was deployed; however, the stent was deployed in the incorrect position and was blocking the air pass. The stent was attempted to be repositioned with forceps but was unsuccessful and was removed with forceps. Additionally, the physician reported the length of the delivery system was too long between the radiopaque marker and the tip. A second ultraflex tracheobronchial stent of a smaller size (the subject of MFR. # 3005099803-2021-06358) was attempted to be implanted but the same problems occured; the stent was deployed in the incorrect position and the length of the delivery system was too long. The stent was removed with forceps and the procedure was completed. Tissue resection will continue to be performed to treat the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.